Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 84 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated was a brittle diabetic and had a major concern about experiencing lows frequently. The sensor will not be returned for analysis.